Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, current test basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was programmed the date/time and with multiple bolus wizard deliveries and monitored. All bolus delivered completely with their indicated amount and were properly recorded in the bolus history screen with the correct time and date setting noted. No history anomaly noted. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 405mg/dl. The customer treated with insulin. Customer indicated that their doctor has not been contacted and their blood glucose value was also 405 mg/dl at the time of the call. Troubleshooting was performed and found that when the pump administers a bolus, the incorrect date appears on the display. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.